Event description:
The enterprise stent system gets stuck within the first third of the micro catheter. There was no calcification/tortuosity present within the vessel. Continuous flush was maintained within the mc. The enterprise stent delivery system and mc removed together from the pt. The target lesion was not lost. Another enterprise stent delivery system was used to complete the procedure. There was no adverse effect to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Please note the additional info will be submitted within 30 days upon receipt.